Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient had PICC and "patient had signs of redness, itching and arm swelling. The redness is around the site and only under the line placement on the arm."